Event description:
During an atherectomy of the popliteal artery, the tip (nosecone including scaffold) of the pantheris catheter detached from the device as it was being removed. It was reported that the catheter's nosecone likely got caught up on the hub of the non-avinger sheath that was inside the patient. The hub of the sheath was removed and the detached nosecone was removed from inside the sheath. No part of the device was left inside the patient. The procedure was completed with no reports of serious patient injury.